Event description:
It was reported that the customer was hospitalized due to high blood glucose of 550mg/dl. It was stated that the customer was experiencing high glucose for a few hours. Troubleshooting was performed. The events leading to her admission was vomiting. The programming, time, and date were correct. It was stated that the customer did not change the infusion set to resolve the issue. Ran a fixed prime test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.